Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak was a hole in the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however skipped peritoneal dialysis treatment in the absence of the cycler per recommendation by the pd nurse. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient and the original cycler are available for return for physical evaluation by the manufacturers.

Manufacturer narrative:
Event/therapy dates correction.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual sample cassette device was returned to the manufacturer for physical evaluation. During the evaluation of the actual sample, a leak was found in the cassette. The reported event was confirmed during sample evaluation. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. Upon completion of the evaluation, the reported issue was confirmed.